Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the handpiece continued to run on its own during a surgical procedure. There has been no reported pt or user injury, and the case was successfully completed as planned without delay.